Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was for dilation. When the balloon was inflated at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.